Manufacturer narrative:
Section b5: correction - the controller is reported and investigated under MFR # 2916596-2020-02564. Manufacturer's investigation conclusion: analysis of the submitted log file appeared to show the pump functioning as intended. The submitted log file contains data from (B)(6) 2020 at 23:49:53 through (B)(6) 2020 at 13:24:22. Overall, power ranged from 4.4-5.5 w, estimated flow ranged from 3.4-5.6 lpm, and average pi was between 5.7 and 7.9. The pump speed remained above the low speed limit for the duration of the file. The pump appeared to be operating as intended. It should be noted that the log file captured numerous low battery advisory and hazard alarms that occurred while the controller was supported by battery power. Also, noted reduced supply voltage values (below 14-volt specification) when the controller was connected to the power module/14v patient power cable. These events are reported and investigated under MFR # 2916596-2020-02564, for system controller serial number (B)(6). (B)(6) was returned with damage to the strain relief on the connector side of the black power cable. The damaged strain relief of the black power cable was manipulated and a low voltage alarm was reproduced. Resistance measurements (continuity test) of the inner wires of the controller's power cables indicated elevated resistance in both power leads. The out of resistance specifications indicated conductor breakdown in the underlying wires, which have resulted in the reproduced low voltage alarm. A correlation between these findings and (B)(6) could not be established. The reported events and submitted log files do not indicate any vad-related issues. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a tear on the controller power cable. There was no report of a tear on the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient experienced low voltage alarms. A tear on the driveline cable was noted. Log file analysis confirmed the alarms. No further information was reported. Related manufacturer's report number: 2916596-2020-02564.